Event description:
During a posterior vitrectomy procedure, the initial reporter stated that the probe did not cut - blows bubbles. There was about a five minute delay while they opened another pack. There was no effect on the pt.